Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not botting up. The fse found that countdown message displayed on the data monitor for a long time. Fse diagnosed the system with fsf and drawings and found that the ippc bootup failed. Fse reinstalled the ippc software, after reinstallation of the software the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not boot up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and reinstalled the ippc software. The system was returned to use in good working order.